Event description:
In 2009, the pt stated that at 8:00 am three days prior, his blood glucose measured 3.1 mmol/l (59 mg/dl) and he ate. At 12:00 pm his blood glucose measured 10.3 mmol/l (185 mg/dl) and at 6:30 pm his blood glucose measured 29 mmol/l (522 mg/dl) and he bolused 15 units of insulin. He disconnected from his infusion site and performed a prime and the infusion device appeared to be functioning properly. He tested his blood glucose again and it measured "hi" on his blood glucose monitor. His wife took him to the hospital where his blood glucose measured 53 mmol/l (954 mg/dl) and he was treated with an insulin IV. The following morning while at the hospital, his blood glucose measured 29 mg/dl (522 mg/dl) at 4:00 am and 18 mmol/l (324 mg/dl) at 8:00 am. During troubleshooting, the pt stated that he did notice air bubbles in the infusion tubing prior to the incident which he was able to prime out. The pt was sent information on infusion site management and an infusion site insertion device. Product was replaced and requested to be returned for evaluation.